Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a remote manager install. The field service engineer removed srm and reattached to new fridge to resolve. The serial number, UDI and manufactures details kept blank since the given asset information found to be remote manager. There was no medstation attached to it. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager installed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.